Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water supply volume did not meet the standard value, the air/water cylinder had no color, the suction cylinder had no color, the right/left knob had discoloration, the forceps channel port had a dent, the switch box had a dent, due to damage on the guide pin of the electrical connector the water tightness was lost, due to damage on the bending section cover rubber the insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the plastic distal end cover had a chip, the connecting tube had a scratch, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had an air/water channel defect. The issue was observed during reprocessing and there was no patient or procedure affected/involved. The device was returned to olympus for a device evaluation and found the air/water cylinder and tube had foreign objects attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.